Event description:
It was reported that the customer experienced a blank display on his insulin pump. The customer stated that every time the insulin pump went blank, the insulin pump would go to zero and there would be a square rectangle. The insulin pump would then turn back on suddenly. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that neither the battery compartment nor the spring were damaged or corroded. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.